Manufacturer narrative:
Bin files were reviewed and do not show issues or system notices for the date of case. Bin files show that at least 7 injections were performed with the catheter. The device is not available for investigation. There was no indication of product malfunction.

Event description:
Information received by medtronic indicates that a perforation of the left atrial appendage and a pericardial effusion occurred during a cryoablation procedure. At this time, the cryoablation catheter had been used for 2 ablations on each of the right pulmonary veins. During ablation of right superior pulmonary vein, blood pressure drop was noted and ablation was stopped. Upon examination of intracardiac ultrasound, effusion was noted. Upon further examination, perforation of left atrial appendage was noted. Blood was evacuated from pericardial space, patient was given blood and platelets. Hemodynamics support was given per anesthesia. Appendage closed and patient was hemodynamically stable. As per physician, bleeding was controlled and patient was transferred to unit. Patient extubated, awake and orientated on the morning post event. Patient stable and was discharged home the next day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.